Event description:
It was reported that during a pacemaker replacement, at the moment the physician disconnected the lead from the pacemaker, the nurse who was using the analyzer took too much time to program the voo mode in the analyzer (not in the pacemaker). The medical staff believes that the new 2090x programmer pen is not as precise as the previous one. This problem caused an asystole in a pacemaker-dependant patient. The issue was resolved by insisting programming the voo mode. The programmer remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).